Event description:
It was reported that a scheduled transmission review on this cardiac resynchronization therapy defibrillator (crt-d) showed atrial undersensing of the sinus rhythm. The av (atrioventricular) delay counter was not started and therefore biv (biventricular) pacing was not initiated causing no bi-v pacing on the presenting electrogram (egm). It was recommended to have an assessment on the right atrial (ra) lead with a programmer. Received additional information this crt-d alerted for cardiac resynchronization therapy pacing of less than 60 percent. The presenting egm continues to show atrial undersensing causing no bi-v pacing. It was still recommended to have an assessment with a programmer on the right atrial (ra) lead for increasing sensitivity. Currently, the atrial sensitivity is programmed automatic gain control (agc) at 1.0mv (millivolts). The crt-d device remains in service. No adverse patient effects were reported.